Event description:
It was reported that the patient is deceased and died approximately one year post implant of the implantable pulse generator (ipg) and approximately fourteen years ago. It was further reported that the patient¿s family reported the ipg was suspect in the patient¿s death. No further information was received related to the circumstances of death or cause of death.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The date of death is estimated as the information received noted the patient died approximately one year post implant. (B)(4).